Event description:
It was reported that the patient, who was a participant in the (B)(4) study, was hospitalized due to a local infection of the device implant site. The patient received intravenous antibiotic therapy and the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device, have analyzed the data and no anomalies were found.